Manufacturer narrative:
This MDR was generated under protocol b10009704. Unique identifier is unknown. No product information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was removed/broken on the plunger assembly. The device's top case was cracked by the tube holders, right plunger case was cracked and missing rubber feet. The technician performed an occlusion test, which confirmed the reported event. The root cause of the reported issue was found to be old, dirty and worn out due to normal wear of the lead screw and clutch halves. The technician replaced leadscrew and clutch halves. Occlusion and functional tests were performed, which the device passed.

Event description:
It was reported that the device had a plunger error. No patient injury was reported.